Event description:
It was reported that during the water vapor thermal therapy procedure, no steam was emitted during the 8th and 9th shots. During these shots, the countdown sound did not play, and it seemed to be in standby mode. The device was removed once, and the steam was activated outside the body to confirm that it was spraying, then it was reinserted, and puncture was performed again, but it still seemed that no steam was emitted. Bleeding from the final shot site did not stop and eventually required hemostasis with an electrical scalpel. The procedure was completed with this device. This complaint refers to the delivery device.

Event description:
It was reported that during the water vapor thermal therapy procedure, no steam was emitted during the 8th and 9th shots. During these shots, the countdown sound did not play, and it seemed to be in standby mode. The device was removed once, and the steam was activated outside the body to confirm that it was spraying, then it was reinserted, and puncture was performed again, but it still seemed that no steam was emitted. Bleeding from the final shot site did not stop and eventually required hemostasis with an electrical scalpel. The procedure was completed with this device. This complaint refers to the delivery device.

Manufacturer narrative:
Upon receipt of this generator at our quality assurance laboratory, this device was thoroughly analyzed. During data logs analysis of the device, it was confirmed that vapor was not generated at the times alleged in the event. The reported patient symptoms are a known risk associated with these devices as indicated in the instructions for use. It is likely that the issue occurred due to problems traced to the user not following the manufacturer's instructions. The generator logs showed that for the 8th treatment attempt the reason that no vapor was produced was because the user did not have the needle deployed. Attempting to deliver vapor without the needle deployed is evidence of failure to follow the instructions for use of the delivery device which instructs the user to press the vapor activation button after the needle has been deployed. For the 9th and 11th treatments attempts the logs show that shortly after pressing the vapor activation button the generator went into the "pending ready" state which per the generator instructions for use, "if at any time the generator is not ready to perform a treatment the screen specified waiting as depicted below and is grayed out. The generator will automatically be ready for treatment when the pending condition is resolved. Monitor the alerts message area during treatment and take action when specified to do so". The logs show that for the 9th and 11th treatments the user attempted to initiate treatment too soon after pressing the needle deployment button, as there was only a 0.5 second time difference between pressing the deploy and vapor activation buttons. This short time span suggests the user was attempting to deliver vapor at the moment the needle was deployed from the delivery device. With such a short time between pressing the deploy button and the vapor activation button the generator was not able to recognize if the needle had deployed yet and therefore entered the pending ready state until it could verify the needle was deployed.